Event description:
It was reported that during a low anterior resection procedure, no sign of instrument malfunction during surgery. Donuts are complete. Staples properly formed. No leakage is noticed after inspection. A few days later, the staples lines re-open for unknown reason. Re-operation performed to repair end to end anastomosis.